Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that battery compartment and retainer ring was broken.. Insulin pump would need to be replaced. Customer's blood glucose was 9.7 mmol/l.

Manufacturer narrative:
The insulin pump was received with missing reservoir tube retainer, missing reservoir tube oring, cracked battery tube threads, cracked case at corner of the belt clip rails and faded serial number label. No missing segments partial display noted.